Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 125 ohms. A review of the shock impedance trend graph indicated there was a previous single out of range measurement of 128 ohms approximately three (3) months prior. Boston scientific technical services (ts) discussed with the boston scientific representative (rep) to continue to monitor the daily impedance measurement values and if the impedance rises to the 150 ohm range, then a commanded shock test is recommended to determine the impedance value when a shock is delivered. Ts indicated if the commanded shock impedance is out of range, a lead replacement is recommended. The lead remains in-service. No patient symptoms or adverse patient effects were reported.